Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a tibial plate removal the surgeon used the axsos 3 screwdriver to remove two screws without difficulty but when extracting the third screw the screwdriver broke. The surgeon couldn¿t complete the surgery successfully and planned a new surgery on (B)(6) 2017 in order to remove the last screw.

Manufacturer narrative:
The reported event that screwdriver bit t15, ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed based on the picture provided, however the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that during a tibial plate removal the surgeon used the axsos 3 screwdriver to remove two screws without difficulty but when extracting the third screw the screwdriver broke. The surgeon couldn¿t complete the surgery successfully and planned a new surgery on (B)(6) 2017 in order to remove the last screw.